Manufacturer narrative:
The occupation is lay user/patient.

Event description:
This MDR is for an unknown test strip lot number. Refer to the MDR with patient identifier (B)(6) for the report on 29778721 strip lot. The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, the customer tested by fingerstick on the meter using an unknown strip lot and the result was 7.1 inr. Customer had a lab test within 7 hours and the result was 4.4 inr. The customer stated that, although they did not know the lot number, it was from a lot affected by the recall. On (B)(6) 2018, the customer tested by fingerstick on the meter using strip lot 29778721 and the result was 5.9 inr. Customer had a lab test within minutes and the result was 3.7 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin and no direct thrombin inhibitors. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field recall - correction/removal report no.